Event description:
Intra-operatively the surgical patient became acutely hypoxic with a sudden drop in saturations. Chest x-ray showed a complete collapse of left lung. Emergent bronchoscopy found endotrachael tube to be down the right side, although anesthesia had been manipulating it. The tube was pulled back and a large mucous plug was found at the orifice of the left upper lobe that was suctioned free. Both lungs then appeared to be aerated. The patients saturations improved by the end of the case; however, the patient remained vented at the end of the procedure for transfer to ICU.